Manufacturer narrative:
(B)(4). The customer's report of a channel disconnect event was confirmed. A review of the data from the associated pcu event log indicates the pump module alarmed for an unspecified communication error. The infusion stopped as a result of the error event with the user discontinuing the infusion and shutting down the system. Inspection of the iui connectors on the returned devices found excessive fluid residue around the bodies of the iui connectors. Testing found the left iui connector exhibited continuity issues that induced channel disconnect and communication errors. The device exhibited evidence of a fluid spill having occurred. The root cause for the customer's reported event is contamination of the iui connector pins.

Event description:
The customer reported "alaris pump red alarming 'b channel error.' Channel b had ns infusing at 70 ml/hr with channel error also displaying. Pump is not infusing IV fluids." There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.